Manufacturer narrative:
Critical pump error open book was noted on insulin pump due to moisture damage on the electronic assembly. Also moisture damage was found on the motor assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to critical pump error open book. No unexpected alarms found in the insulin pump history and long trace noted. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump near the battery compartment, cracked battery tube threads, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case. The crack was seen on the back of the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.